Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 44-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed hemolysis. As a result of the condition, the cp pump was removed and the patient was escalated to an impella 5.5 pump. The condition was reported to have resolved following the escalation.